Manufacturer narrative:
Additional data: d4 and h4. H10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 148363 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 148363, test base part number 195-430h / lot 141974a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 148363 showed that the complaint rate is 0.001%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d2, d3, g1 and g4.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer behalf of her grand daughter reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Pcr confirmation testing generated a positive result before a week. No additional patient information, including treatment and outcome, was provided.